Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received, indicated that patient concerned about the redundancy/folds in the implant correspond to the area of palpable concern. The ultrasound examination reveled there is no sonographic evidence of malignancy. Palpable lump felt by the patient and referring physician in the inner right breast. Patient feels the palpable concern best when she is sitting up and leaning forward. Ultrasound was performed with her both in sitting and supine. There is redundancy of the capsule at the site of palpable concern. This appears slightly more prominent with the patient upright. No suspicious cystic or solid masses are seen. There are some linear echoes within the implant which may signify an intracapsular rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, patient reported that she had bilateral rupture and as a result both implants were removed. This report is for the left side. And correct patient date of birth is (B)(6) 1979. Patient and health care professional reported both device were severely rupture and disposed and will sent letter and photos. And patient sending report that rupture was confirmed back in 2016. Pending. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 275cc silicone breast implants which the left side ruptured and the right side has issue with capsular contracture baker grade iii after implantation. Patient informed that on 2014 ultrasound/MRI confirmed rupture contained within the capsule. Patient stated she began to feel discomfort in both breasts about 5 years ago (more in right breast), and 6 months she began to notice the discomfort progress to pain. Surgeon also confirms right side capsular contracture , baker grade iii . Doctor called to provide the diagnosis. Patient has a right side capasular contracture baker grade iii and a left side rupture/leakage. Patient had the implants removed on (B)(6) 2020. This report is for the left side.